Event description:
The customer stated one patient sample generated false positive results on an axsym analyzer using axsym toxo igm reagent. The same patient sample generated negative toxo igm results using the vidas elfa analyzer. The patient's axsym toxo igg results were 68 s/co initially, and 158 s/co seven days later. The patient's vidas toxo igg result was 50 s/co. The patient's toxo avidity was 2.8%. A new sample will be obtained in three weeks to confirm the serological pattern of this patient. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation - since the causative agent lot number is unknown, file kit samples of three representative on-market lots were evaluated. Testing of the three retained reagent lots met all specifications. Unfortunately no returns were received for the investigation evaluation. Since the axsym toxo igm reagent lot number the customer used when the potential false reactive results for one patient occurred is unknown, the investigation team tested three representative axsym toxo igm reagent, lot numbers (72139hn00, 73884hn00, 75237hn00) in order to address the customer complaint issue. The reagent lots were tested with axsym toxo igm calibrator, controls and two specificity panels used for determination of the assay specificity during release testing of the reagent. The control values were well within the specifications stated in the axsym toxo igm reagent package insert and the panels were within the manufacturing specifications. There is no indication that any of the three evaluated axsym toxo igm reagent lots displays an unusual performance. As further part of this evaluation the investigation team reviewed the complaint and manufacturing records for the analyzed reagent lots. This review did not identify any problems related to the customer observation. Based on this evaluation, it is determined that axsym toxo igm, list number 9k09-20, lot number 72139hn00, 73884hn00, 75237hn00 is performing acceptably. The investigation team did not receive the sample in question. Therefore the cause of the customer observation remains unclear. No product deficiency was identified. This is a final report.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This report is being filed on an international product, axsym toxo igm reagent, list 9k09-20, that has a similar us product distributed in the us, axsym toxo igm reagent, list 4b25-22. This is an initial report. A final report will be submitted, when the investigation is complete.

Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test (B) (6), 2009 indicate multiple electrode anomalies. Re-mapping would not alleviate the issues. The patient also reported falling and hitting the back of her head. Explant and reimplantation is planned, but had not taken place at the time of this report september 4, 2009.